Event description:
Complainant alleged that during a routine shift check by a clinician, the connector from a set of electrodes became lodged in the connector on the device. Complainant indicated that there was no pt involvement in the reported malfunction.